Event description:
It was reported that the wake button was extremely difficult to press and often required multiple presses to activate display. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, confirmed pump was unplugged, attempted multiple button presses with and without pump case, and ultimately arranged for pump replacement while continuing to use current pump until replacement arrived.

Manufacturer narrative:
Updated device information: d4 serial no, primary UDI number, h4 device mfg date